Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the reservoir, in the base of the face mask cup and once even in the tubing itself during cleaning. The patient also states, "I had a number of issues including spontaneous turn-offs, arbitrary changes in pressure that required me manually going back in and resetting, and significant humidity control issues resulting me having to turn the entire humidity system off." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.